Event description:
Per (B) (4), the atrial lead dehisced from the right side pocket and was replaced with another system on the left side. The rv lead is an old competitive lead and no info regarding model, serial number or implant date is available. Cylos dr-t, (B) (4), MDR 1028232-2010-00162.